Event description:
It was reported that the oscillator needed to be replaced. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No damage noted during visual inspection, however the function switch could be stopped mid positions and therefore function without being aligned with the calibration marks. During functional testing a few faults were identified. The e time was outside of specifications at the 4.0 position, oxygen concentration was also out of specification. The root cause of the reported issue was unknown however, evidence of fomblin on the disc observed which might have cause to stick and fail. Actions were taken to mitigate the reported issue: oscillator was tested with new fitted, all functions correct and within specifications at all settings.